Manufacturer narrative:
The device was returned for analysis. The reported ¿no sutures present when the plunger was pulled during step 3¿ was confirmed as a partially deployed plunger. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a venotomy closure of the right common femoral vein was attempted with a prostyle device after an interventional electrophysiology procedure using an 8f sheath. Reportedly, no sutures were present when the plunger was pulled during step 3. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay to the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.